Manufacturer narrative:
The company rep from the (B)(4) office was unable to duplicate the event of various alarms. As a precautionary measure, the main board (part number 0670-00-0788, cable, front end (part number 06700-00-0668) were replaced. After the repair, the iabp was returned to the customer. The product device history record for the iabp involved in the event was reviewed. There are no non-conformances in the DHR related to the reported event. If the original parts are returned and evaluated, the results will be provided in the supplemental MDR. (B)(4).

Event description:
The customer reported that during data communication with external electric health record system at me room, in a non-clinical condition; the iabp generated alarm several times. Since the issue occurred when the biomedical engineer was trying to transmit the data from cs300 to hospital network and ECG and blood pressure signal were from "trainer" to cs300; no pt was involved.